Manufacturer narrative:
Approximate age of device ¿ 2 years. The explanted device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital on (B)(6) 2016 due to increasing lactate dehydrogenase (ldh) levels that peaked at 2017 u/l with an inr of 1.49. The patient also had dark colored urine with adequate output. The patient was started on a heparin infusion. Due to suspected thrombus, the decision was made to exchange the patient's pump on (B)(6) 2016; however, on (B)(6) 2016, the patient experienced a stroke and expired. No additional information was provided.

Manufacturer narrative:
Additional information. It was initially reported that the pump was returning for analysis; however, additional information received stated that the pump was not explanted. No product was returned for evaluation. A correlation between the device and the reported increase in ldh, suspected thrombus and stroke could not be conclusively determined. Evaluation of the submitted log file was unremarkable and showed normal pump operation above the low speed limit for the duration of the log file with no atypical alarms captured. Thrombus, hemolysis and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.